Event description:
This is 6 of 6 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Part + lot number: additional information: found in investigation. All screws were measured and met specifications. The raw material for all screws was in specifications also. The failure of the investigated screws was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated locking screws and the cortex screw had to absorb and neutralize forces for a large number of cycles. The locking screw had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient together with the non-union may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded. Manufacturer name: from synthes USA to synthes (B)(4).

Event description:
A hospital in (B)(6) reported a patient was treated for a subtrochanteric left femur fracture on (B)(6) 2011. The patient was allowed full weight bearing beginning (B)(6) 2012. Patient complained of pain in the left femur on (B)(6) 2012. On (B)(6) 2012 a screw was noted as broken and dislocated and patient was diagnosed with non union. The patient was returned to the operating room on (B)(6) 2012 for femoral head replacement. This report is #6 of 6 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.